Event description:
The customer reported falsely elevated architect stat troponin-I and provided the following data: customer normal range 0.000-0.033 ng/ml. Sample ID: (B)(6) initial result was 0.271, which was reported out of the laboratory and the sample was repeated and generated a result of 0.030. It was reported that the result was questioned by the patient¿s physician. The sample was re-run, and the generated results were 0.172 and 0.038. There was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect stat troponin-I and provided the following data: customer normal range 0.000-0.033 ng/ml. Sample ID (B)(6) initial result was 0.271, which was reported out of the laboratory and the sample was repeated and generated a result of 0.030. It was reported that the result was questioned by the patient¿s physician. The sample was re-run, and the generated results were 0.172 and 0.038. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any potential non-conformances, non-conformances, or deviations with the complaint lot. Ticket search by lot did identify an increase in complaint activity for the complaint lot, however ticket trending review has not identified any related trends in which there was a product issue. The overall performance of the architect stat troponin-I, reagent was reviewed using field data from customers. A review of field data for the overall performance of lot 56561un23 indicated the patient medians are within the established limits. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the architect stat troponin-I, reagent lot 56561un23.